Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer loaded a new cartridge and their issue was resolved. However, during troubleshooting with tandem technical support the customer was unsure if connected to the pump during the fill tubing process and if unintended insulin was delivered. The customer's blood glucose level was 61 mg/dl. Reportedly, the customer drank juice to treat blood glucose level. Cts followed up with the customer and blood glucose was 102 mg/dl within target.